Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during the implant of the device, after the leads were connected, the physician noticed that the sealing grommet of the left ventricular port was different than the other ones. The sealing grommet seemed to be more dense and smaller than normal. The lead measurements were good after connection, therefore the physician decided to accept the difference and implant the device. No patient complications have been reported as a result of this event.